Event description:
A routine literature review revealed a case report described in a published article detailing an event that occurred in a patient who subsequent to a fall at home presented with osteoporotic fractures at t12 and l1. An MRI confirmed fresh fractures and revealed a spinal stenosis at t12/l1. A kyphoplasty at levels t12 and l1 was performed. More than two weeks after the procedure, the pt was admitted to an emergency unit with incomplete paraplegia sub t8. Laboratory tests revealed highly elevated leukocytes and c-reactive protein. Radiographs showed a thin radiolucency around the cement core at level t12. An MRI confirmed a suspected spondylitis and found an epidural abscess. The pt underwent posterior decompression from levels t10 to l3 and anterior corpectomy of t12 with complete cement removal and implantation of an expandable titanium-cage and bone graft. An incomplete paraplegia sub l2 remained.

Manufacturer narrative:
Method: routine literature search.